Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a penumbra system ace 64 reperfusion catheter. After successfully placing a stent in the ica, the physician attempted to recanalize the artery using a stent retriever and an ace 64 catheter concomitantly. The physician injected contrast and found that the ica had become perforated. The physician advanced a balloon catheter to the perforation in an attempt to stop the bleeding; however, it was unsuccessful. The physician chose to occlude the ica with coils and glue. Following the procedure, the patient experienced an infarct in the middle cerebral artery that was unrelated to the ace 64 catheter. The patient died following the mca infarct, approximately 6 days later.